Manufacturer narrative:
(B)(4).. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with a product mandrel and a balloon protector. The balloon was tightly folded. There was blood in the wire lumen. The tip, balloon, markerbands, shaft and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and a complete separation of the hypotube located 72 cm from the strain relief. The fractured ends of the hypotube were ovalized, as if kinked prior to separation. Functional testing was conducted by attaching a toughy to the broken hypotube end of the distal portion of the device, and attaching an inflation device to the toughy. Positive pressure was applied to the balloon and the balloon was able to be inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the broken hypotube and hypotube kinks attributable to procedural factors. Product analysis did not confirm the reported inflation failure. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on analysis completed on 13-nov-2017. It was reported that balloon inflation failure occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, the balloon failed to inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.